Event description:
Boston scientific crm received info that the right atrial (ra) lead was explanted two and a half months post implant due to dislodgement. The physician opted to not implant a new ra lead. No adverse pt effects were reported. At this time, the lead has not been returned. If additional info should become available to our company, this event would be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.